Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare field representative that three mr290v humidification chambers cracked after three to four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). One of the three complaint mr290v vented autofeed humidification chambers is en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
Method: one of the complaint mr290 autofeed humidification chambers was received at fisher & paykel healthcare (B)(4) for evaluation and was visually inspected for the reported damage. Results: visual inspection revealed that the complaint chamber was cracked below one of the ports and the baffle, stretching along the base. The printing on the chamber dome was smeared in the vicinity of the crack. A lot check revealed no other complaints for lot 121219. Conclusion: the nature of the cracking and the smeared print on the chamber dome indicates that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with a cleaning solution containing alcohol. The mr290 autofeed humidification chamber is a single use device, manufactured in a clean working environment and does not require any cleaning. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the cracking occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A distributor in hungary reported to a fisher & paykel healthcare field representative that three mr290v humidification chambers cracked after three to four days of use. No patient consequence was reported.